Event description:
It was reported that the gastrointestinal videoscope had a noisy video image and an incompatible scope error (e315) occurred. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction reported by the customer was due to corrosion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.